Manufacturer narrative:
No patient information provided as no patient was involved when the reported issue occurred. A medtronic representative went to the site to test the equipment. Testing revealed that the detector position cover and louvre cover were replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: b i71000564, serial/lot #: none, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the upper gantry panel was damaged following a collision with an overhead doorway. It was reported that the issue occurred while transporting the imaging system after a successful procedure. There was no patient present when this issue was identified. It was noted that internal components appeared to be unharmed, but functional testing was not performed.